Event description:
The customer contacted beckman coulter, inc (bci) in regards to elevated accutni (troponin) results obtained from a unicel dxi 800 access immunoassay system for five pts on three different days. The customer reran the samples and the repeat results for these pts were in the normal reference range and corrected reports were issued. Customer also indicated that no result flags or event log error messages were generated with this event. The initial elevated accutni results were reported outside the laboratory. There are no reports of any adverse pt consequence or change to the pt's treatment. There are no indications of any medical intervention to prevent or preclude any adverse pt event.

Manufacturer narrative:
Field service engineer (fse) was dispatched to site on (B)(4) 2008. Fse found a sticky substance on the end of the sample probe. Sample probes were removed and replaced and all necessary alignments were completed. Instrument was initialized and primed. Fse performed the no foam/foam test with high results in both sections. The fse removed and replaced the peri-pump tubing for the aspirate probes. Aspirate probe a3 had contamination on the outside. The fse replaced all aspirate probes with clean ones. Fse verified reagents pipettor's alignments and all were acceptable. In addition the fse completed ultrasonic adjustments for all reagent probes and all were acceptable with only minor adjustments. The fse repeated the no foam/foam test and results were within specification. No definitive root cause could be determined for this event. This is two of three reports related to five pt events associated with a single malfunction report occuring on three different days. See MDR 2122870-2011-01141, MDR 2122870-2011-01150, and MDR 2122870-2011-01151 for all related events. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.